Event description:
It was reported that the patient had a catheter placed at hospital on (B)(6) 2018. Since then, the patient had received treatment in hematology department of hospital. The catheter was maintained four times in the latter hospital. During the second time, blood returned; during the third time, blood returned and catheter was blocked, then dissolved and continued using; during the fourth time, the family asked for catheter removal. Then removed the catheter routinely, only the portion till 14 cm scale was pulled out, with the remaining disappeared; x-ray showed the ruptured part fell into the heart. Contacted vascular surgery department for interventional withdrawal. At that night, the ruptured part was pulled out and the patient was in good condition.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and appears to be related to the use of the device. One 4 fr groshong nxt catheter was returned for investigation. The two- piece connector was assembled over the catheter. Red dried residual use material was present within the catheter. A complete break was present the catheter between the 14 and 15 cm depth markers. The distal catheter segment was not returned. Three photographs were also provided for investigation. One photo showed the distal segment of a groshong single-lumen PICC. The black tungsten plug was visible at the distal tip. The returned sample coincided with description of the event and photo samples provided. Microscopic observation of the break surface revealed the blue section to be rough and granular. A light discoloration was present on the split edges of the blue portion of the catheter which suggests the material was likely stretched by kinking. Jagged areas in the blue portion of the catheter were also present. The clear portion of the catheter break surface was smooth with defined edges. The split likely initiated at the blue section of the catheter and propagated to a complete break. Additional kinks were located 9.5mm and 19.5 mm from the break site. The sample was flushed with water using a 12 ml syringe and was found to be partially occluded. Drops of water were observed to flow out of the distal end. No additional leaks were observed. The reported information indicates the device was in use for over seven months which suggests a manufacturing related issue was likely not a contributing factor. Based on the characteristics of the split and duration of use, the break was likely caused by material fatigue due to repeated kinking of the catheter and tensile damage during removal. Since a complete break was observed, the complaint is confirmed. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed; however, the exact cause could not be determined from the photographs that were provided for investigation. One photo showed the distal segment of a groshong single-lumen PICC. The black tungsten plug was visible at the distal tip. The depth markings were not visible in the photo, but the length of the catheter appeared to coincide with a break at the 14cm mark. The lumen appeared to contain residue from use. Two photos showed radiographic images of the thoracic area displayed on a computer monitor. The computer monitor was different in each photo. One of the radiographic images showed an outline of what was consistent with the groshong tubing segment that was reportedly in the heart. The catheter was in place for more than 7 months, which suggests that the damage occurred during use. The complaint of a break in the groshong tubing was confirmed; however, the exact mechanism of damage could not be determined from the photographs. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter placed at hospital on (B)(6) 2018. Since then, the patient had received treatment in hematology department of hospital. The catheter was maintained four times in the latter hospital. During the second time, blood returned; during the third time, blood returned and catheter was blocked, then dissolved and continued using; during the fourth time, the family asked for catheter removal. Then removed the catheter routinely, only the portion till 14 cm scale was pulled out, with the remaining disappeared; x-ray showed the ruptured part fell into the heart. Contacted vascular surgery department for interventional withdrawal. At that night, the ruptured part was pulled out and the patient was in good condition.